Event description:
Patient with cancer was awaiting chemotherapy. Line was inserted into peel-away sheath, however, when peeling apart the sheath, the strip came apart on one side. The radiologist clamped hold of the separated part to prevent it from migrating into the incision of the skin.